Event description:
It was reported that customer received a no delivery alarm during priming. Customer was able to resolve no delivery. It was also reported that customer experienced physical damage of insulin pump. Customer was advised that reservoir would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.